Event description:
The reporter stated that their customer reported that while using the product during transportation, a backflow occured and the stopcock came off when turned. No patient injury or treatment was reported with this event.